Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00151

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00151. It was reported the patient's ((B)(6)) leads had high impedance values on all contacts and images taken showed one lead was fractured. During the revision, the physician did note the second lead had been cut at some time previously. Both leads were explanted and replaced.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00151.